Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: 10.1097/01241398-200005000-00013.

Event description:
It was reported that on literature review "which implant for proximal femoral osteotomy in children?. A comparison of the ao (asif) 90[degrees] fixed-angle blade plate and the richards intermediate hip screw", one (1) patient suffered from an undercorrection in transverse plane, after a primary osteotomy was performed, using the compression hip screw system. The fixation system was revised with another hip screw 4 months postoperatively. At follow-up, the status of the patient was deemed as satisfactory. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to report event. Per the literature review, no further information is available. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The impact to the patient beyond that which has already been documented in the article could not be confirmed nor concluded based on the limited information provided; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used, user/procedural variance, or surgical/post operative complications. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.